Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required' code was found in the ventilator's downloaded error log. The device's system board was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported that a ventilator was returned for service and a " service required" code was found in the ventilator's downloaded error log and the device's system board was replaced to address the issue. The device also had a ventilator inoperative condition that occurred during service. The device's sensor board was replaced to address that issue.